Event description:
The PICC was placed in jan 2005. The pt returned home in 2005 and found the PICC had disappeared on the morning of 2005 the pt went to the hospital and did fluroscopy. X-ray showed that the distal catheter went into the pt's right ventricle and pulmonary artery. The fractured catheter was retrieved via i.r. The next day.